Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the investigation found that due to breakage of image guide (ig) bundle, the image is not displayed. (It may return to normal at times.) Based on the results of the investigation, the probable causes such as damage of parts due to wear/ deterioration/ deformation/ some kind of physical stress, without any design or manufacturing issue. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the evaluation, the ultrasound bronchofibervideoscope exhibited that due to breakage of image guide (ig) bundle, the image is not displayed. (It may return to normal at times.) There were no reports of patient involvement.